Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were defective. The field service engineer opened the drawer, manually released the malfunctioning cubie pockets, and replaced them with new ones to resolve the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, unable to release cubies and was not detected on the bus. The customer reported that the malfunction leading to a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.